Event description:
When the physician inserted the guidewire to exchange the pigtail catheter for another catheter, the pigtail catheter kinked and the guidewire perforated the tip of the pigtail catheter in the patient. The patient is a male (age unk). The procedure was recannulazation of the right common iliac artery. The vessel was slightly calcified, not tortuous. The product was properly inspected and prepped prior to use. The physician accessed the lesion using a right femoral artery approach. The pigtail catheter was advanced over the guidewire and placed in the vessel and an angiogram was performed. When the physician went to exchange the pigtail catheter over the guidewire, the catheter kinked and the guidewire perforated the tip of the catheter. The physician removed the catheter and wire as a unit and re-accessed the lesion with another guidewire. The procedure was successfully completed with no reported injury to the patient.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other"). Additional information will be submitted within 30 days of receipt.